Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-03969. Manufacturer report number: 2017865-2020-03971. It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the pacemaker and right ventricular lead exhibited over-sensing of noise which resulted in pacing inhibition. Also, the right atrial lead exhibited noise. No interventions or patient symptoms were reported.